Event description:
It was reported that the distal end electrodes of the lead were out of alignment prior to surgical implantation. The patient's physician declined to use the lead and suggested that "problems" would occur during lead placement or there would be a disturbance in the stimulation pattern, if the lead was used. The lead was not used in the patient. A follow-up report will be filed if additional information becomes available.